Manufacturer narrative:
Initial reporter: getinge technician event site name: I(B)(6). The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Getinge became aware of an issue with one of surgical lights - powerled. As it was stated, upon the device inspection one out of the six fixation screws holding the device main tube was broken. There was no injury reported, however, we decided to report the issue in abundance of caution as broken screw holding the device configuration may lead to the device detachment from the ceiling and serious injury. Based on the information collected, it was established that when the event occurred, the surgical lights did not meet its specification, since broken suspension screws could be considered as technical deficiencies, and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. A root cause analysis was conducted by the subject matter expert. In case of rupture, the failure of the screws is related to fatigue stresses due to moderate shear overload. All facies have a fatigue failure zone more or less extensive. Initiated at the bottom of the thread, the repeated low mechanical stresses caused the breakage of a first screw. The rupture of the other screws corresponds to progressive propagation of the shear effect. The yearly preventive maintenance program mentions: to check the suspension fixing screws. It is also indicated to not retighten the screws during maintenance. If screws appear loosened replace them. To replace the 6 fixing screws every 6 years. In april 2019 getinge transmitted the service bulletin 98a on getinge online reminding to carry out preventive maintenance and wearing parts replacement to ensure the device safety, the service bulletin 98a mentions to replace the suspension fixing screws every 6 years during the preventive maintenance. Moreover, the voluntary fsca-808092, relating the maintenance program on maquet sas¿ or light systems, was communicated in september 2023, in order to focus especially the periodic replacement of the suspension fixing screws. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled. As it was stated, upon the device inspection one out of the six fixation screws holding the device main tube was broken. There was no injury reported, however, we decided to report the issue in abundance of caution as broken screw holding the device configuration may lead to the device detachment from the ceiling and serious injury.